Manufacturer narrative:
Evaluation: the ep was returned. Some heavy dried blood was visible on the returned components. The catheter was visually inspected and the stylet potion was sent separated from rest of the device. The balloon was inflated with 2 cc of water. The shape of the balloon was found to be unacceptable. However there were no leaks observed. The 2cc of water was also injected into the pressure lumen and no leaks were observed. Additionally, the 2cc of water was injected into the infusion lumen and no leaks were observed in it either. Visual inspection was performed with an unaided eye. Balloon inflated and lumen injected was using 2cc syringe. A DHR review was performed. No non conformances were identified during this review. Instructions for use were reviewed and found acceptable. When water was introduced through the lumens it flowed freely indicating that there was no blockage in the lumen. The shape of the balloon was eccentric and was not acceptable per the template. The complain form the customer indicated that there were "several placement/patient issues that could have attributed to this issue." It is possible the anatomy of the patient specially the coronary sinus could have caused the flow restrictions and balloon eccentricity. This complaint could not be traced back to be manufacturing related and hence a CAPA will not be initiated. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Manufacturer narrative:
Device evaluation anticipated into root cause upon return of product from customer.

Event description:
It was reported by the sales rep that the endoplege coronary sinus catheter could not properly deliver retrograde cardioplegia. The line pressures were in the 400's while cs pressure was low flowing in the 30s. No patient injury was stated. There were multiple reported patient issues that could have caused this occurrence.